Event description:
A system error (se) 2240 alarm was identified in the event log of a returned homechoice device by a baxter technician. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this error occurred during patient therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).